Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. The audio bolus button cover was damaged; the button was intermittently unresponsive. Evidence of contamination was found under the key contact. The button¿s slug was found to be misaligned. The battery compartment was found to be cracked. Additionally, the keypad button symbols were worn, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.